Manufacturer narrative:
Testing of actual device: the fse that discovered the issue performed the k6, k7, k8 air leakage test and the iabp unit failed the test. To resolve the issue, the fse replaced the drive manifold. The unit passed all functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6). The full name of the event site is (B)(6). Both have been shortened due to character restrictions.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) alarmed "automatic inflation failure". There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.